Manufacturer narrative:
If follow-up, what type?: correction, report type - correction, common device name - correction.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 07/17/2016, to report a loss of connection between the transmitter and smart device that occured on (B)(6) 2016. In addition patient tested the transmitter with a receiver with same results. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.